Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial#: (B)(6), product type: recharger, product ID: wr9220, serial#: unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the patient. The reason for call, was the patient reported, that they would charge their ins every sunday. And that, they went to charge their implant on sunday (2024-oct-27). And when they checked the battery level, the ins battery was down to 30%, when it normally would be at 80% or 70%. When they would check it on sundays past. Patient services asked, the patient if they had increased the stimulation to a higher level. And the patient was able to connect to their ins settings and reported, they were on program 3 at 0.3 ma. And that they'd been on that program setting for a long while. Patient mentioned, that they had been doing a 3 mile exercise video, for about a week and a half and they didn't know if the extra movement or the constant bouncing would speed up the battery depletion. The caller was redirected to follow up with their managing health care provider to further address the issue and to check the implanted system. Documented reported event: no further action was taken, by patient services.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger product ID wr9220 serial# unknown product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The reason for call was patient stated that yesterday or sunday they went to charge the implanted neurostimulator and the recharger battery was down so they plugged it in and it started doing weird stuff. Patient stated that the battery bars were scrolling up and down and now they can't get it to stop scrolling. An email was sent to the repair department to replace the device. Caller stated that when they usually charge , the ins was usually at 80% but this time it was at 50%. Pss reviewed that making adjustments to stim will effect the battery depletion rate. The caller stated that no adjustments have been made to the stim lately because it has been working well. On (B)(6) 2024 patient services received call from patient in regards to receiving the replacement equipment. The caller stated that they are not able to pair the wr with the handset and that the power button is turning orange. When pss was attempting to walk caller through the steps of pairing they were seeing no wr found. Caller stated that they have not put the wr on the docking station yet since getting the device. Pss advised caller to leave on dock then attempt to pair device. Caller will call back if they are in need of further assistance.